Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet specification for cap removal and sheath rotation test. The attachment was then disassembled and microscopically evaluated. Some tooling marks were observed on the cap and head surface as received. The bur end bearing was detached from the set assembly. Both bearing retainers looked good. Microscopic evaluation revealed moderate gear wear on head-tail and head assemblies. Slight corrosion and lack of lubrication was observed on inner components. The lack of lubrication and detachment of the bur end bearing assembly may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca while in use. The reported complaint did not result in an injury or need for intervention.